Manufacturer narrative:
Event description; corrected data: this information was inadvertently left off of initial MFR. Report.

Event description:
It was reported that the patient suffers frequent loss of consciousness related to his seizures. The physician reported that there was no relationship of the fainting to vns therapy. The fainting does not occur with device stimulation. There were no causal or contributory programming or medication changes that preceded the onset of the fainting. Vns stimulation was reduced. The patient suffered fainting with seizures prior to vns implant.

Manufacturer narrative:
Corrected data: incorrect information was provided for initial reporter. The initial reporter was the patient's parent, not the physician. The occupation/ relation of the initial reporter to the patient was incorrectly listed on the initial emdr. Please see corrected data. Report source, corrected data: consumer should have been selected on the initial report, as the patient's family member provided information.

Event description:
On (B)(6) 2013, the patient's mother reported that roughly two months ago, her son began to have fainting episodes, which has never occurred before vns was implanted. The mother described it as an abrupt loss of consciousness, which takes the patient a few minutes to return to consciousness. The patient's neurologist was informed of this at a clinic visit (date unknown) and the patient's vns output current was reduced. The mother did mention that the neurologist was adamant about getting the patient off medications and was programming the system aggressively. The patient's mother was informed to use the magnet by taping it over the generator to see if the issue resolves with the generator being disabled. She said she would try this and follow up with the neurologist. Attempts for additional information from the physician have been made; however, they were unsuccessful. No other information has been provided.